Event description:
The advocate called regarding high readings on the contour meter. During the call he stated the customer had used a non bayer test strip in the meter when he received the questionable reading. No adverse event was alleged. The meter will be returned for evaluation. New meter and strips were sent to the customer.

Manufacturer narrative:
Initial reporter address and phone were not provided.